Manufacturer narrative:
The samples were serum. A bci field service engineer (fse) discovered that the pick-up straw in the supply container of detergent b tank had been pulled out and topped up with wash solution by the laboratory personnel and the tubing was not correctly positioned when they replaced the tank. Fse correctly re-positioned the pick-up straw. Root cause for this event was insufficient cleaning of the cuvettes/mixer bars due to incorrectly positioned pick-up straw in the concentrated wash solution on the instrument.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high creatinine results generated by au2703-03 chemistry analyzer. Patient results were reported out of the laboratory. Patient's creatinine means were approximately three times higher than expected; however no flags were generated as the results were within the assay dynamic range. This report is being submitted for the malfunction portion of this event. Separate reports have been submitted for patients impact associated with this event.